Manufacturer narrative:
The insulin pump alarmed during self test and was unable to communicate with blood glucose meter due to faulty electrical component on the radio frequency board. Unable to verify for lost sensor alarm due to a64 alarm. No unexpected restart noted. However, the insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement tests and a21 test. No motor error alarm noted and the motor was tested outside the device and passed motor test. No a35 alarm noted during testing. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump restarted itself, and the glucose readings weren't showing up on the device. Customer reported there was no alarm prior to the device restarting. Customer's blood glucose was 98 mg/dl. During troubleshooting, found radio frequency failed selftest alarms in history. Device did not pass the displacement test. Customer mentioned her blood glucose dropped to 37 mg/dl and she treated with crackers and peanut butter. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.